Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935 lead, implanted (B)(6)2009; 4195 lead, implanted (B)(6) 2009. (B)(4)

Event description:
It was reported that the atrial lead had a chronic gradual steady rise in impedance which is now high. The lead also has a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.